Manufacturer narrative:
Based on the information provided, the therapy cable was not properly attached by the customer. After reattaching the therapy cable, the device passed all tests. The device was returned for use and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by user error. The reported problem was confirmed.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device gives an error when performing the test. There was no patient involvement. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290.